Event description:
Zinc poisoning (possible zinc poisoning) [metal poisoning]. High blood sugar (blood sugar going up) [blood sugar increased]. Low blood sugar (blood sugar going up and down) [blood sugar decreased]. Nail problems (nails coming off) [nail disorder]. Odd sensation on tongue (soft feeling of tongue) [tongue abnormal feeling of]. Tongue breaking out [tongue eruption]. Case description: this case was reported by a consumer and described the occurrence of metal poisoning in a (B)(6)-year-old female patient who received gsk denture adhesive (formulation unknown) (super poligrip regular denture adhesive cream) unknown (batch number unk, expiry date unknown) for product used for unknown indication. Co-suspect products included carmellose sodium + polyvinyl alcohol (fixodent) for product used for unknown indication. On an unknown date, the patient started super poligrip regular denture adhesive cream and fixodent at an unknown dose and frequency. On an unknown date, an unknown time after starting super poligrip regular denture adhesive cream, the patient experienced metal poisoning (serious criteria gsk medically significant), blood sugar increased, blood sugar decreased, nail disorder, tongue abnormal feeling of and tongue eruption. Super poligrip regular denture adhesive cream was discontinued (dechallenge was negative). The action taken with fixodent was unknown. On an unknown date, the outcome of the metal poisoning, blood sugar increased, blood sugar decreased, nail disorder, tongue abnormal feeling of and tongue eruption were not recovered/not resolved. The reporter considered the metal poisoning to be possibly related to super poligrip regular denture adhesive cream. It was unknown if the reporter considered the blood sugar increased, blood sugar decreased, nail disorder, tongue abnormal feeling of and tongue eruption to be related to super poligrip regular denture adhesive cream. Additional information: the consumer reported to have experienced symptoms associated to possible zinc poisoning further described as soft feeling of tongue, nails coming off, blood sugar going up and down and tongue breaking out. He thought that he might have used super poligrip regular denture adhesive cream (discontinued) in the past when it still had zinc in it. He was also using other denture adhesive products. He had consulted several doctors and said the symptoms had nothing to do with zinc poisoning. He was presently using a zinc-free super poligrip denture adhesive cream (variant not specified).